Event description:
A coolsculpting treatment provider reported to allergan aesthetics that their coolsculpting system has been leaking fluid persistently from beneath the system.

Manufacturer narrative:
Based on the information currently available and technical review, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. To date there were no reports of above mentioned harms due to applicator coolant leaks. It can be concluded that the leakage of coolant from the failures identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional, changed, and/or corrected data. H11: upon further review, device evaluation did not find a control unit leak; this event does not represent a serious injury nor intervention to prevent such.

Event description:
Device evaluation did not find control unit leak.

Event description:
Device evaluation did not find control unit leak

Manufacturer narrative:
Corrected data: d1. Upon further review, device evaluation did not find a control unit leak; this event does not represent a serious injury nor intervention to prevent such.